Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4) - non-healthcare provider. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid (4mg/ml at 2.8998mg/day) and bupivacaine (30mg/ml at 21.749mg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient was not getting pain relief. No environmental, external, or patient factors were reported to have caused this issue. A dye study was done with no aspiration. A catheter revision was performed. A small leak near the anchor was found. The piece that was leaking was spliced. The issue was resolved and the patient was "alive - no injury." There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The cause of the catheter leak was unknown. The patient¿s weight was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The catheter will not be returned as it was discarded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The cause of the catheter leak was unknown. The patient¿s weight was unknown.

Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4) - non-healthcare provider. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid (4mg/ml at 2.8998mg/day) and bupivacaine (30mg/ml at 21.749mg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient was not getting pain relief. No environmental, external, or patient factors were reported to have caused this issue. A dye study was done with no aspiration. A catheter revision was performed. A small leak near the anchor was found. The piece that was leaking was spliced. The issue was resolved and the patient was "alive - no injury." There were no further complications reported at this time.